Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Root cause could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that electrodes of their device were defective and could not be detected by the device. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
The customer notified stryker that the patient involved in the reported event did not survive. The record has been updated accordingly. Stryker performed a clinical review of the reported event and it was concluded that the device contribution is unknown. The contribution cannot be determined at this time due to limited available information and the device not being available for evaluation. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that electrodes of their device were defective and could not be detected by the device. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Following receipt of additional information, a supplemental clinical review was performed. Based on the updated information, the device use did not contribute to the patient's outcome. The reported event describes an unwitnessed cardiac arrest with delayed initiation of CPR, which is associated with a high likelihood of non-shockable rhythms and poor survival outcomes. The complaint investigation, including risk assessment, has not yet been completed.

Event description:
The customer contacted stryker to report that electrodes of their device were defective and could not be detected by the device. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. On the scene, a second set of functional electrodes was used which made the device work properly. Defective electrodes were discarded on scene and will not be returned to stryker for evaluation. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that electrodes of their device were defective and could not be detected by the device. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.